Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: a leak from instrument channel, the plastic distal end cover insulation read 0 megaohm, the plastic distal end cover was a non-olympus part, the bending section cover rubber and the glue were non olympus parts, there was a chip on the edge of the objective lens, the light guide lens was cracked, the forceps passage was leaking, switches 1 and 2 were scratched, the nozzle was a non-olympus part, the insertion tube was a non-olympus part, low angulation for up/down and left/right, up/down and left/right control knobs had play, and scope connector labeling peeling off. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. Patient identifier of (B)(6) is related to model number: gif-h180, serial number: (B)(6).

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope gave the customer a blocked water channel error. The issue was observed during reprocessing. The customer did not know what caused the error message and they had not seen it again. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and the air/water supply channel was clogged with a foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following answer was provided by the customer: I'm not sure what caused the blocked channel error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the device undergoing third-party repair using non-olympus parts and glue. The foreign material was unable to be identified. Olympus endoscopy support specialist observed the reprocessing process at the facility on sep.7, 2023, could not find any deviation from instructions for use that affected the suggested event. The event can be prevented by following the instructions for use (IFU) which state: "operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope - IFU: operation manual prohibits 3rd-party repair as follows: prohibition of improper repair and modification- this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.